Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Hardware exchange / troubleshooting / reprogramming attempts were made; however, the issue could not be resolved. Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2024. The patient was re-implanted with another cochlear device during the same surgery.